Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) 2011 at 12:30pm. The patient's mother reported a blood glucose reading of "196 mg/dl" with the subject meter. The mother indicated that the patient manages her diabetes with insulin pump. As a result of the alleged high reading, the mother stated the school nurse administered 1.25 units of novolog insulin to the patient, then 20 minutes later she was given 42 carbohydrates of food. According to the mother, the patient was tested again by the school nurse and her blood sugar result dropped to "64 mg/dl"; which the mother stated the amount of insulin administered may have not been needed. The mother was not able to specify whether the patient was experiencing any symptoms at the time of the alleged issue. It is not known if the patient received any medical treatment after the alleged issue began. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly; however when the control solution test was perform the result did not fall within the specified range on the test strip vial. According to the patient's mom, she noticed when they perform a control solution test, the 1st result is never in the range, but the 2nd and 3rd results are. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did the patient receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.